Event description:
Reportedly, on (B)(6) 2015, the patient had received 3 shocks. This information was confirmed from the statistics details on the overview screen but the corresponding egms were not recorded in the stored episodes section in the device memories. The subject device was interrogated again on (B)(6) 2015 and the physician could see the egm of the arrhythmias from the smartview website (patient is included in the monitoring system). An explanation about the missing egm in device memories was required.

Manufacturer narrative:
Preliminary analysis showed that device and programmer operated as specified: episodes that are sent through remote can be erased to record new episodes.

Event description:
Reportedly, on (B)(6) 2015, the patient had received 3 shocks. This information was confirmed from the statistics details on the overview screen but the corresponding egms were not recorded in the stored episodes section in the device memories. The subject device was interrogated again on (B)(6) 2015 and the physician could see the egm of the arrhythmias from the smartview website (patient is included in the monitoring system). An explanation about the missing egm in device memories was required.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2015, the patient had received 3 shocks. This information was confirmed from the statistics details on the overview screen but the corresponding egms were not recorded in the stored episodes section in the device memories. The subject device was interrogated again on (B)(6) 2015 and the physician could see the egm of the arrhythmias from the smartview website (patient is included in the monitoring system). An explanation about the missing egm in device memories was required.